Manufacturer narrative:
Submit date: 8/24/2017.

Event description:
The customer states that the enteral feeding pump was programmed for 3 bolus feedings 3 times per day at 250ml each. At the end of the day there was 500ml left in the 1000ml container. No patient harm or injury.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump was under delivering. The unit was triaged and the reported issue could not be confirmed. The pump was delivering within the accuracy limits during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.